Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with unknown gel implants and experienced right side device folding and breast implant rupture diagnosed via physical exam postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown if the complaint device is a saline or gel device. However, since rupture was reported, the complaint device will be reported as a gel product. If additional information becomes available regarding the device type, the updates will be provided in a supplemental report.